Event description:
The device was used during a breast biopsy procedure. Reportedly, the device did not cut. The surgeon manually cut the tissue to complete the procedure. The hospital has reported no patient injury occurred.